Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2019 due to a high blood glucose level of 500 mg/dl. The customer reported that he was hospitalized from (B)(6) 2019 due to high blood glucose. The customer was treated with intravenous insulin in the intensive care unit. The customer declined troubleshooting for high blood glucose as the insulin pump was not with him. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08705 inches. The stop current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device uploaded properly using carelink. Device had intermittent button response on the express bolus, esc, act, up arrow and down arrow buttons due to flattened dome switch . No button error alarm noted. During visual inspection, the j2 keypad connector on the lcd or b was found locked properly device had minor scratched display window, cracked battery tube threads, scratched reservoir tube window, stained end cap sticker and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.